Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a stenting procedure, an unspecified medical intervention was performed. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. However, medical intervention events are known risks associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that during a stenting procedure, an unspecified medical intervention was performed. There were no reported clinical consequences to the patient.